Event description:
According to co's customer, in 2003, an erroneously elevated accu tni result of 0.84 ng/ml was generated by an access instrument. The erroneously elevated result was reported out of the lab. The customer rerun the same sample the following day for accu tni and obtained a result of 0.0 ng/ml. The corrected result of 0.0 ng/ml was reported out of the lab. The customer indicated that the pt was admitted into the hosp due to complaints of chest pain and the accu tni result.